Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/24/2013. Evaluation shows left frame and right frame broken. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer, the frame is broken at the weld.